Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during an unspecified time during a hemodialysis (hd) patient¿s treatment, blood leaked out of a pinhole of the combi set. The leak was visually observed and was noted as an external blood leak. It was reported the patient lost about 5 ml of blood. It was reported treatment stopped, the lines were clamped, and the blood was returned to the patient. The clinic nurse supervisor confirmed that the patient completed treatment successfully with new supplies on the same machine. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested but was reported to be unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.